Event description:
A malfunction alarm was reported as cartridge alarm 20, and it occurred during one of the loading processes, although the exact date was not recalled by the customer. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced cartridge alarms with consecutive cartridges; as a resolution, the technical support decided to replace the pump.